Event description:
Patient reported loss of therapy. The patient had been complaining for a year and a half about incontinence with their stool and it started 6 months after the surgery which would have been (B)(6) 2016, and finally their family doctor told patient to ask the implant doctor, if it was too close to the nerve, which was why patient couldn't tell she was having a problem until she went to the bathroom. The patient was having surgery on friday to move the lead and wanted to let the nurse know". Patient stated this started in "(B)(6) 2016". Patient stated that she did not remember when they last spoke with the representative and it was unclear if this was actually a rep or "a nurse" as the patient was referring to them as. Patient wanted to let "the nurse knows". The patient was advised to let the health care provider (hcp). The patient indicators for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported this was their 2nd implant and they did not recall why they put a second one in. Patient reported they fell on their rear end, they couldn't remember when, but they fell prior to getting the second implant.